Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks during pregnancy due to noise. Subsequently, the therapy was turned off. At this time, noisy signals are still seeing in the stored atrial fibrillation (af) events. The patient was checked in the clinic, but it was not able to reproduce the noise seen on the stored electrogram (egm). The therapy remains off and xray will be ordered now that the baby is delivered. The technical services (ts) discussed the af episodes and indicated that this could be an indication of a lead integrity issue. The patient obviously gained weight during pregnancy and lost weight with delivery. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks during pregnancy due to noise. Subsequently, the therapy was turned off. At this time, noisy signals are still seeing in the stored atrial fibrillation (af) events. The patient was checked in the clinic, but it was not able to reproduce the noise seen on the stored electrogram (egm). The therapy remains off and xray will be ordered now that the baby is delivered. The technical services (ts) discussed the af episodes and indicated that this could be an indication of a lead integrity issue. The patient obviously gained weight during pregnancy and lost weight with delivery. Additional information was received which indicated that, during the pregnancy of the patient, the electrode was dislodged, and a repositioned procedure was performed. Additionally, the s-ICD system delivered another inappropriate shock while the patient was sleeping. The patient presented in the clinic for an evaluation and the system was reprogrammed to primary and x ray were performed. The physician determined the system has optimal placement. The technical services (ts) reviewed the case and indicated that there are two acute bends proximal to the b electrode. The ts explained that the sensing wires are compromised but high voltage was still intact; therefore, not out of range impedance measurements were seeing and that the electrode is not able to detect an arrhythmia and will likely result in another inappropriate shock if it remains on. This s-ICD remains in service. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks during pregnancy due to noise. Subsequently, the therapy was turned off. At this time, noisy signals are still seeing in the stored atrial fibrillation (af) events. The patient was checked in the clinic, but it was not able to reproduce the noise seen on the stored electrogram (egm). The therapy remains off and xray will be ordered now that the baby is delivered. The technical services (ts) discussed the af episodes and indicated that this could be an indication of a lead integrity issue. The patient obviously gained weight during pregnancy and lost weight with delivery. Additional information was received which indicated that, during the pregnancy of the patient, the electrode was dislodged, and a repositioned procedure was performed. Additionally, the s-ICD system delivered another inappropriate shock while the patient was sleeping. The patient presented in the clinic for an evaluation and the system was reprogrammed to primary and x ray were performed. The physician determined the system has optimal placement. The technical services (ts) reviewed the case and indicated that there are two acute bends proximal to the b electrode. The ts explained that the sensing wires are compromised but high voltage was still intact; therefore, not out of range impedance measurements were seeing and that the electrode is not able to detect an arrhythmia and will likely result in another inappropriate shock if it remains on. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.